Event description:
It was reported to philips that the device was not starting up. The user noted the led blinks and suspected the uninterruptable power supply (ups) was down. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in use at the time of the complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc. After the flexvision pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.